Event description:
Doctor was holding a hemostat (all normal when using this in operating room). When it arched to the hemostat, it burnt the doctor. The device was sequestered and evaluated by biomed. The unit was tested for operation and found to be working normally in the monopolar modes. The bipolar mode was not tested because there is not a footswitch for that mode. The device was also tested for electrical safety and those tests were also within specifications. Returned back to use.